Manufacturer narrative:
Method: the device has not been returned to cardiac surgery for investigation. We will continue pursuing the device being returned with the customer. A supplemental report will be submitted when the device is returned and the investigation is completed. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder self activated on the table and caused the drapes to start smoking. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.